Event description:
Customer's brother reports back to back testing on the compact system with results of hi (>600mg/dl) and "200 something" [mg/dl]. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.